Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by abdominal pain. The cause was stated to possibly be due to a cup of drink the patient had. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotics intraperitoneally (dose, frequency and duration not reported). At the time of this report, the patient had recovered from the event. Dianeal therapy was ongoing. No additional information is available.